Event description:
Hcp reported the pump was noted to be disconnected from the catheter in surgery. They ran a bolus and no drops appeared. The physican could not access the side port. The pump was explanted and returned to the manufactuer for analysis. A follow up report will be sent when additional information is received.